Event description:
The customer reported that the system displayed a "system file corrupt" error message and the system was no longer usable. The system was not booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced and the system software was reloaded. The system was then found to be operating as intended.